Manufacturer narrative:
This supplemental report is being submitted to provide a correction, and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device. However, why the white foreign material remained in air/water cylinder and air/water tube could not be identified. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited whitish foreign material inside air water tube and air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.